Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a microsensor (ID 826633) could not showed the normal readings. This happened after the patient was sent back to ward. The reading was inaccurately positive and sometimes negative, then the increased intracranial pressure (icp) reading become -99mmhg. Therefore, the physician stop monitoring and removed the sensor on (B)(6) 2024. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).

Manufacturer narrative:
The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified, related to this report. Failure analysis - the catheter received with suture tied on. The icp express read 509. The sensor cannot be balanced or adjusted. The catheter failed water pattern testing - off scale. Root cause analysis - unable to confirm the complaint and determine the cause of the problem stated to be sensor related. Suspect the sensor not able to be balanced possibly attributed to the drift failure, although not confirmed.

Manufacturer narrative:
Corrected field h1 (serious injury).

Event description:
N/a.